Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used for an endoscopic retrograde cholangiopancreatography (ercp) in the bile duct of a pt (patient age, sex, and weight are unknown). During the procedure, resistance was felt while advancing the device through the pentax duodenoscope. The distal stent flap exited the scope, but the device could not be advanced further, or withdrawn, as the proximal stent flap was stuck in the scope. The procedure was completed with another flexima biliary stent system. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The complaint was unable to provide the suspect device lot number; therefore, the device expiration and manufacture date are unk. The device has been received; however, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplement medwatch will be filed.